Manufacturer narrative:
(B)(4). Batch #: p59004. The analysis found that one ple60a device was returned with no apparent damage and with one ecr60b cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence but it was noted that the knife did not return to its home position. The device was disassembled to verify the condition of the internal components and showed a small flash was identified in the base of the firing post switch. This flash may cause the firing yellow actuator could be stuck and disabling the automatic return system of the knife. The device closed and opened as intended during testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that the stapler presented problem during the first stapling - stomach stapling. It triggered correctly and stapled, however the blade did not return. The device locked closed. They tried the reverse more than once, and took out the battery, but nothing worked. They had to use the manual valve, which was triggered 4 or 5 times, and only then the surgeon was able to open the stapler. There was no damage to the patient, since all the stapling had already been done, it locked at the end of the procedure, with the stapler closed. The surgery delayed in a few minutes to get a new stapler.